Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 4.98 mg/day) and fentanyl (3000 mcg/ml at 1494 mcg/day) via an implanted pump. The patient¿s medical history included chronic pain. The indication for pump use was not provided. On (B)(6) 2019, the hcp saw two alarm notifications on the programmer, but no audible alarms were heard by the patient. The pump logs were checked and indicated ¿critical alarm - pump motor stall occurred¿ on (B)(6) 2019, at 12:20 pm; ¿critical alarm - stopped pump duration exceeded 48 hours¿ on (B)(6) 2019, at 12:20 pm; and then a ¿pump motor stall recovery¿ message on (B)(6) 2019, at 8:25 am. It was noted that the motor stall and loss of therapy corresponded with an MRI the patient had. The patient did not have the device checked after the MRI. Telemetry state was suspected. The pump was refilled, and the reservoir discrepancy was found to be as expected confirming telemetry state. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿patient compliance¿. No surgical intervention occurred, and none was planned. The issue was resolved at the time of the report. It was indicated that the hcp had no further information re garding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.